Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that patient experienced anxiety and committed suicide after a dbs implant. Patient did receive adequate psychiatric care and specific medications.

Event description:
Additional information received identified that the suicide was unrelated to the device.

Manufacturer narrative:
Correction: based on information previously received that the reported event was not related to the system, this event is no longer considered reportable. Investigation conclusion: a patient death was reported to abbott. Event details describe suicide unrelated to the implanted system. Additionally, no system complaints were reported nor were implanted products returned for analysis. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.